Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a nurse concerning a 65-year-old female patient. Additional information was received on 22-jul-2025 and 24-jul-2025 from the same reporter. The patient had no known allergies. No information about medical history, or concomitant medications has been provided. The patient did not receive any similar products previously. On (B)(6) 2025, the patient received treatment with 2 ml of restylane refyne (lot number 22117, expiry date 31-dec-2025 and lot number 22870, expiry date 30-sep-2026), 1 ml to each side of accordion lines using a 25g cannula with unknown injection technique. The hcp reported that procedure was performed using aseptic technique and consent was obtained. The patient was reassured, and led was used as an adjunct therapy. Standard precautions were followed, and all necessary aftercare and advice were provided. On the same day following the treatment, the patient experienced a moderate vascular occlusion (vascular occlusion) on the right accordion lines. The hcp treated the patient with 1500 u of hyalase [hyaluronidase], after which capillary refill was less than 2 seconds. Immediately after the vascular occlusion, the area of blanching (implant site pallor) in the right accordion lines was restored to vascular homeostasis. The events were resolved on the same day. On (B)(6) 2025, the hcp reported that the area 1 to 2 cm immediately inferior to the accordion lines seemed to exhibit sluggish capillary refill (poor peripheral circulation). The patient received additional treatment with 1500 u of hyalase and capillary refill time remained under 2 seconds. On (B)(6) 2025, the hcp reported that an area on the mandible, immediately lateral to the pre jowl sulcus appeared to exhibit livedo (livedo reticularis) and sluggish capillary refill. The patient received treatment with 3000 u of hyalase and capillary refill time remained under 2 seconds. At the end of each session, the capillary refill appeared to be restored. However, upon review the following day, a different area appeared to be compromised, although no dermal filler treatment had been administered. The reporting hcp assessed the causality of the event vascular occlusion as possible in relation to the treatment. Outcome at the time of the report: vascular occlusion was recovered/resolved. Blanching was recovered/resolved. Sluggish capillary refill was recovered/resolved. Livedo was recovered/resolved. Tracking list: v.0 initial v.1 fu3 received on (B)(6) 2025 from the same reporter. Events implant site pallor, livedo reticularis and poor peripheral circulation added. Suspect device expiry date and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pallor at implant site, poor peripheral circulation and livedo reticularis were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause is intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers 22117 and 22870 were valid and verified the reported product. To date, no other medical complaints have been reported with these lot numbers. However, it was noted that the reported expiry date for lot 22870, 20-sep-2026 is inconsistent with the correct expiry date, which is 30-sep-2026. A follow-up will be initiated to verify this discrepancy. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected event of vascular occlusion was considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause is intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers 22117 and 22870 were valid and verified the reported product. To date, no other medical complaints have been reported with these lot numbers. However, it was noted that the reported expiry date for lot 22870, 20-sep-2026 is inconsistent with the correct expiry date, which is 30-sep-2026. A follow-up will be initiated to verify this discrepancy. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-jul-2025 by a nurse concerning a 65-year-old female patient. Additional information was received on 22-jul-2025 and 24-jul-2024 from the same reporter. The patient had no known allergies. No information about medical history, or concomitant medications has been provided. The patient did not receive any similar products previously. On (B)(6) 2025, the patient received treatment with 2 ml of restylane refyne (lot number 22117, expiry date 31-dec-2025 and lot number 22870, expiry date 20-sep-2026), 1 ml to each side of accordion lines using a 25g cannula with unknown injection technique. The hcp reported that procedure was performed using aseptic technique and consent was obtained. The patient was reassured, and led was used as an adjunct therapy. Standard precautions were followed, and all necessary aftercare and advice were provided. On the same day following the treatment, the patient experienced a moderate vascular occlusion (vascular occlusion) on the right accordion lines. The hcp treated the patient with 1500 u of hyaluronidase [hyaluronidase], after which capillary refill was less than 2 seconds. The event resolved on the same day. On (B)(6) 2025, the patient received additional treatment with 1500 u of hyaluronidase and capillary refill time remained under 2 seconds. On (B)(6) 2025, the patient received treatment with 3000 u of hyaluronidase and capillary refill time remained under 2 seconds. The reporting hcp assessed the causality of the event as possible in relation to the treatment. Outcome at the time of the report: vascular occlusion was recovered/resolved.